Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2005 and the immediate after-effects were normal. The patient complained of progressive hip pain from 2011 to 2017, with no lower back pain. Unsuccessful infiltrations were attempted, and examination revealed gluteal and leg pain associated with muscle weakness. It should be noted that she was not reassessed in urology for this condition. On (B)(6) 2024, the patient underwent an outpatient consultation (USA) and the removal of the sling was recommended, considering an examination demonstrating bilateral obturator pain opposite the sling paths. Radical removal of the sling was performed on (B)(6) 2024.